Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spike connector broke prior to priming with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: during spiking of c62 before priming, the spike end broke off. The broken bits are left inside the saline bottle.

Event description:
It was reported that the spike connector broke prior to priming with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: during spiking of c62 before priming, the spike end broke off. The broken bits are left inside the saline bottle.

Manufacturer narrative:
H.6. Investigation summary one sample was provided to our quality team for investigation. The final product for lot ta11681 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the spike was observed to be broken. A device history review was performed and found no non-conformance's associated with this issue during the production of lot ta11681, product was verified to be made according to specifications. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.